Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the wire was fractured and remained inside patient's body. The target lesion was located in the occluded left internal jugular. A 200cm x 10cm fathom¿ -14 was selected for use. During the procedure, it was noted that the tip of fathom¿ -14 wire did not move while trying to find a route through the occluded target lesion. Furthermore, while the physician was trying to manipulate the fathom¿ -14 wire, the device became fractured in the extravascular soft vein tissues. The physician deemed it safest to leave the detached portion of the wire in the patient's body. The procedure was abandoned as the occlusion was too severe to cross. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/broken tip. The catheter shaft was inspected for damage. There was a kink located at 182cm from the proximal end of the wire. It was noticed that the shaft was separated approximately 12.5cm from the tip. The fractured portion was completely separated and per the additional information it was deemed safest to leave in the patient. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the wire was fractured and remained inside patient's body. The target lesion was located in the occluded left internal jugular. A 200cm x 10cm fathom -14 was selected for use. During the procedure, it was noted that the tip of fathom -14 wire did not move while trying to find a route through the occluded target lesion. Furthermore, while the physician was trying to manipulate the fathom -14 wire, the device became fractured in the extravascular soft vein tissues. The physician deemed it safest to leave the detached portion of the wire in the patient's body. The procedure was abandoned as the occlusion was too severe to cross. No further patient complications were reported and the patient's status was stable.